Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, the customer received a power source alert and observed the battery gauge to be fluctuating. Also, a temperature alarm occurred. There was no reported abnormal temperature conditions at the time of the temperature alarm. The customer provided a blood glucose level of 275 mg/dl. Reportedly, the customer was able to successfully load a new cartridge onto the pump. The customer continued to use the pump for insulin therapy and also indicated that manual injection supplies were available.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged power source alert issue could not be verified; however, the battery fluctuation, temperature alarm, and cartridge change error issues were verified. Additionally, a different issue was identified.